Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4092-58 implantable pacing lead - 2008-(B)(6); addr01 implantable pulse generator - 2008-(B)(6). (B)(4).

Event description:
The patient called to report that they were recently told that one of their wires was off. It was further reported from follow up information that the lead issue was discussed with the patient and that the atrial lead has been programmed off. It was also noted that there is no longer an indication for pacing as the patient is paced two percent of the time. No patient complications have been reported as a result of this event.